Event description:
It was reported via repair work order that the foot end brakes could not be engaged due to missing bolt in brake rod lever. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.